Event description:
Patient had a left external iliac artery stent place. After post dilatation of the stent a perforation of the left external iliac artery was noted. A balloon then was inserted and inflated in the vessel for approximately 2 mins. The balloon was deflated and during the removal of the balloon the shaft broke onto the wire. It required a additional 10-15mins to remove the broken shaft. In the meantime the patient was started on dopamine and norepinephrine vasopressors as well as 2 units prbcs. A cover stent was eventually inserted to seal off the perforation.